Manufacturer narrative:
Event site name: (B)(6). Gas loss in iab circuit. Definition: helium loss due to leak or diffusion; alarm triggers if loss is more than 5 cc/hr. Conditions: inflation at least 80 ms, deflation at least 250 ms. Causes: 1. Leak or blood in catheter/balloon/tubing. 2. Kinks or occlusions. Alarm response: system vents and deflates balloon. Occurs in all operational modes. Contraindications (do not use pump if): severe aortic valve insufficiency, abdominal/aortic aneurysm, advanced calcific disease or severe peripheral vascular disease, severe obesity or groin scarring (avoid sheath less insertion). Monitoring and investigation: monthly trend review; triggers discussed in metrics meeting. No CAPA/cr/scar needed if no malfunction found. Root cause: likely leaks or catheter occlusions/restrictions. Ufmea and labeling: failure mode: user does not press fill key. IFU and labeling provide corrective steps for alarms. Conclusion: no escalation needed; risk within acceptable limits. Device not released as non-conforming or counterfeit.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) with intra-aortic balloon (iab) gas loss alarm occured. There was a patient involvement. No harm reported. According to the communication provided in the complaint ot (B)(4), there is no more information available regarding the incident or a balloon used.